Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that probe could not cut and had only sound during the vitrectomy surgery. The surgery was completed on same day. The other surgery details were unknown. There was no patient impact.